Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported vessel locator wing retraction issue was not confirmed. However, it is possible the wings became bent as they became caught in the patient tissue which resulted in the wing retraction issue after clip deployment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device via a 5f sheath after a diagnostic procedure. Reportedly, the starclose se vessel locator wings did not retract after the clip was deployed. The access ports were used to collapse the wings and remove the device without issue. The starclose se clip achieved hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.